Event description:
Complainant alleged that during incoming inspection of the device it was noticed that the device they rec'd was a monophasic unit, however, it was labeled as a biphasic unit. During zoll's investigation it was identified that the device was a biphasic unit. However, it was configured as a monophasic. Improper configuration of the device's defibrillation module will disable the function. There was no pt involvement in the reported malfunction.